Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt alleged injury. Pelvisoft 4x7 1.0mm was reported to be used/ implanted during this procedure.